Event description:
Customer reported that their pump screen was dark and would not turn on, and the pump would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.